Event description:
Pt wearing compression boots for deep vein thrombosis (dvt) prevention. First machine was not pumping on one side. Certified nursing assistant then replaced that machine with another one, but it would not pump as well. Rn was able to find a third machine that worked properly. Product was serviced by engineering department.